Event description:
It was reported that the defibrillator had "no ECG". There was reportedly no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.